Event description:
Customer reported an issue with the passport v monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included reseating a loose tubing connection. Unit was calibrated and safety tested to factory's specs.